Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated positive results for sars-cov-2 and influenza a (negative for influenza b). The same samples were retested on a different platform (abbot ID now); sample 1 generated a positive result for sars-cov-2 only and sample 2 generated all negative results. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
The investigation into the reagent lot indicated no systemic product problem. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. The observed discrepancy for run #1650 is most likely due to the sample being a weak positive for the flu a target that is at the limit of detection of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. For the sars-cov-2 target for run #1662, the observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 that is at the limit of detection of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Although a root cause cannot be identified for the flu a target for run #1662, the data showed true amplification for the positive results.